Event description:
It was reported that the cadd legacy pump emitted double beep sound. The reported event occurred during testing.

Manufacturer narrative:
Device evaluation: returned device was received in fair condition; cracked housing. No evidence of reported problem in event log was found. During the evaluation of the device the customer reported condition was not confirmed. No fault found. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.